Manufacturer narrative:
This report is submitted on july 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator and subsequently experienced pain and a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The patient underwent revision surgery (date not reported), under general anesthesia, and the receiver/stimulator was repositioned.